Manufacturer narrative:
Device was used for treatment, not diagnosis. Fuentes, a., morata, e., romero, m., giménez, b., and rico, j. (2014). Percutaneous osteosynthesis in tibial pilon fractures. Does the surgical technique determine the final result? Rev esp cir ortop traumatol, 58, 290 ¿ 296. Report is for an unknown cannulated ao 7.3 mm screw/unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article, fuentes, a., morata, e., romero, m., gimenez, b., and rico, j. (2014). Percutaneous osteosynthesis in tibial pilon fractures. Does the surgical technique determine the final result? Rev esp cir ortop traumatol, 58, 290 - 296. The authors conducted a retrospective study to compare the clinical and functional results of two types of percutaneous surgical techniques employed for the management of metaphyseal fractures of the distal tibia, with or without intraacticular involvement. One hundred seven patients were treated between 2001 and 2012 with either synthes 3.5 millimeter (mm) locking compression plate (lcp) locked in a medial disposition with at least three or four screws (group I) or cannulated arbeitsgemeinschaft fur osteosynthesefragen (ao) 7.3 mm screws in a cross or x shape (group ii). Final study cohort of group I was eight males and eight females, with a mean age of 49.9 years (range: 25-79 years) and mean follow-up period of 17.4 months (range: 12-60 months); group ii was 11 males and six females with a mean age of 49.6 years (range: 28-84 years) and mean follow-up period of 28.5 months (range: 12-60 months). All patients were monitored at least until clinical and radiological consolidation took place. Three patients were lost to follow-up in group I and one in group ii. Results included: group I serious injury - 3.5 mm lcp clinical and functional assessment rated as poor (two patients); consolidation delay of ten months that did not require a second intervention (one patient). Reportable malfunction - screw breakage of screws (two patients). The screw that broke was closest to the focus of the fracture, in the union between the head and neck. Both fractures achieved consolidation without problems within a mean period of 12 weeks without a second intervention. Group ii serious injury - cannulated ao 7.3 mm screws fifteen of sixteen patients required a new manipulation to extract the cannulated screws approximately one year after surgery and once the fracture had become consolidated. An unspecified number of these fifteen patients underwent this intervention due to discomfort. This is report 3 of 3 for (B)(4). This report is for an unknown cannulated ao 7.3 mm screw and refers to the serious injury in group ii: fifteen of sixteen patients required a new manipulation to extract the cannulated screws approximately one year after surgery and once the fracture had become consolidated. Various reasons were cited for the intervention, including discomfort experienced by an unspecified number of these fifteen patients.